Event description:
A customer reported not observing insulin drops at the end of the tubing during the fill tubing step of the load sequence. There was no adverse impact to the customer's blood glucose level. Technical support guided the customer through the filling and loading of a new cartridge, ensuring completion of the load process, and resumption of insulin delivery.